Event description:
On (B)(6) 2010, patient reported he noticed that there was a small amount of insulin in cartridge compartment. Patient stated the insulin cartridge has not been pulled apart from the plunger. Patient reported the amount of insulin in the infusion device is small and looks like condensation on the side of the cartridge compartment of the infusion device. Assisted patient with removing the insulin cartridge properly. Advised patient to dry out compartment with a cotton swab. Assisted patient with reinserting the insulin cartridge properly. Had patient prime the infusion set while disconnected from his body, connect back to the infusion site, and place the infusion device in run mode. Patient reported he does attach the infusion adapter and the infusion tubing to the insulin cartridge prior to inserting the cartridge into the infusion device. On follow up call on 06/08/2010, patient reported he did allow the infusion device to dry out and has been using the device, but he is uncertain where the leak originated from. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.